Event description:
In 2009, the lay patient contacted lifescan (lfs) alleging that she received an error 2 message on her one touch ultra meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient said, the product issue started the day prior at 8:30 am. She took more food and drink at 8:40 am. She said, she developed shakiness two hours after the product issue started. No treatment was received. The cca noted that the patient's test strips were expired. The patient's products were replaced. The complaint is reported because the patient alleges that she received the error 2 message on the lfs meter, and she developed shakiness after the issue started.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.